Event description:
Info received indicated that when the brakes were activated the foot end brake casters would swivel.

Manufacturer narrative:
The hill-rom technician replaced both foot casters, hex rod and screws which resolved this issue.